Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 2.25x15 mm xience pro stent referenced is being filed under a separate medwatch report. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, is listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, 70% stenosed proximal left anterior descending (lad) artery and 80% stenosed mid lad. The lesion was pre-dilated with an unspecified balloon dilatation catheter at 12 atm. A 2.25x15 mm xience pro stent was deployed proximally overlapping a 2.5x18 mm xience pro stent in the mid lad. The stents were deployed at 10 atmospheres (atm). During post-dilatation, a side edge dissection was noted at the overlapping portion of the two xience pro stents. Another xience pro was implanted to cover the dissection. Timi iii flow was maintained at the end of the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.